Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded, discolored, and difficult to read. A test screen was inserted and functioned appropriately. Unrelated to the complaint, evaluation revealed the vibration motor was unresponsive; the vibration motor was found to be misaligned.